Event description:
Customer reported a past event of low blood glucose, with the lowest recorded level at 35 mg/dl. Cause was not known. Reportedly, the customer lost consciousness and required assistance from paramedics and firefighters, who made sandwiches and proving juice to address the low blood glucose. Customer was advised by technical support to consult with a healthcare provider to discuss what may be affecting the blood glucose levels, and the customer acknowledged this recommendation.